Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode due to event queue overflow. The ICD was reprogrammed. The patient was in stable condition.